Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the wand was not detecting sponge that was present in the patient. The device gave a green "clear" message when the sponge was still present in the scanning area, but the remaining sponge could not be located outside the patient's cavity. However, the surgeon was able to locate the missing sponge inside the patient's cavity and was able to retrieve before closing the surgical site. There was no patient injury.